Manufacturer narrative:
Film analysis summary: the exact cause of the reported abnormal folding occurring at the at the bifurcate flow divider and contralateral gate during bifurcate deployment could not be determined from the limited images returned. CT¿s prior to implant were not returned; therefore, a complete assessment of the patient¿s anatomy could not be performed. Three (3) still pre-implant CT-3d images returned revealed (per the calibrated scale on the films) that the proximal neck flow lumen diameter ranged from ~19 ¿ 17mm along the long (~55mm) neck. The neck was mildly calcified, and the infrarenal angulation measured ~65 deg rt-lt. The amount of angulation in the a-p axis is unknown, and any potential thrombus within the neck could not be assessed from these limited images. Complete angiograms during implant, including films showing positioning and deployment of the bifurcate, were not returned. A single non-contrast still image during implant revealed that an endurant ii bifurcate had been implanted from the right side with the contralateral gate opening on the left. As the image was non-contrast and no scale was seen, no assessment of any endoleak or stent graft/vessel patency could be performed, the implanted proximal location of the bifurcate relative to the renal arteries is unknown, and no stent graft or vessel measurements could be performed. The bifurcate aortic body and ipsi limb were essentially straight, and the contra gate ring appeared fully opened/circular. However, there was appreciable stent graft compression seen along the left side of the bifurcate, at the level of the flow divider near the origin of the contralateral gate. No other stent graft issues were observed. The exact cause of the stent graft compression could not be determined, and post-implant CT¿s were not available to assess the stent graft in-vivo configuration after implant. However, it appears most likely that this event was anatomy related. It is possible that the bifurcate was deployed with the flow divider positioned within the lower section of the long proximal neck, and not within the aaa sac. Implanting the 25mm diameter bifurcate within the 17mm diameter neck would have likely led to incomplete expansion of the flow divider. The moderately angulated infrarenal neck may have also contributed. During the intervention to open the contralateral limb using the balloon the procedure time was greatly extended (2-3 hours) and as a consequence the balloon somewhat blocked the lower limb artery for a time which resulted in an elevated creatinine post the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a ulcerated 60mm diameter abdominal aortic aneurysm on (B)(6) 2018. It was reported that during the index procedure, abnormal folding occurred at the contralateral gate of the bifurcate at the flow divider when the main body stent graft was deployed. It was reported the contralateral limb ended in a closed state at the crease and the guide wire was unable to be introduced from the contralateral limb. The physician used an 8mm non-compliant balloon, to successfully open the contralateral limb of the stent graft. To prevent the rupture of the membrane at the fold, another stent graft branch was connected to the cross-section of the contralateral limb for radial support. The procedure was successfully completed. Per the physician, the cause of the event is suspected to be a product quality issue. No additional clinical sequelae were reported and the patient is fine. On (B)(6) 2018 additional information was received for this case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a ulcerated 60mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, abnormal folding occurred at the contralateral gate of the bifurcate at the flow divider when the main body stent graft was deployed. It was reported the contralateral limb ended in aclosed state at the crease and the guide wire was unable to be introduced from the contralateral limb. The physician used an 8mm non-compliant balloon, to successfully open the contralateral limb of the stent graft. To prevent the rupture of the membrane at the fold, another stent graft branch was connected to the cross-section of the contralateral limb for radial support. The procedure was successfully completed. Per the physician, the cause of the event is suspected to be a product quality issue. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary; the exact cause of the reported abnormal folding occurring at the bifurcate flow divider and contralateral gate during bifurcate deployment could not be determined. Complete angiograms during implant, including films showing positioning and deployment of the bifurcate, were not returned. However, it appears likely that the patient¿s aortic anatomy and stent graft oversizing compressed the area near the contra gate. Returned pre-implant CT¿s revealed that the proximal neck diameter just below the lowest left renal artery measured 17mm, and measured 16mm in diameter along the remaining 50mm length neck. The infrarenal neck angulation measured to a maximum of ~70 deg in the lao orientation. Post-implant CT¿s from an unknown study date revealed that endurant bifurcate had been placed just below the left renal, and that the contra gate had opened on the left side. The bifurcate aortic body was angulated at the flow divider ~60 deg; relative to the distal aorta. This maximum angulation (lao) occurred along the inner (left) curvature at the flow divider alongside the contralateral gate origin, where there appeared to be slight stent graft compression. It appears most likely that this event was anatomy related. Deployment of the bifurcate flow divider within the distal portion of the 5cm length neck, in combination with the severely angulated infrarenal neck, may have contributed to the observed stent graft compression seen at the flow divider near the origin of the contra gate. Device oversizing from implanting the 25mm diameter bifurcate within the 17mm diameter neck may have also led to incomplete expansion of the flow divider. 24 of label use - due to use of device in neck diameter ,19mm. If information is provided in the future, a supplemental report will be issued.